Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced inflammation at the implant site. An infection was suspected and subsequently the patient was treated with oral antibiotics (duration unknown). The implanted device remains.